Event description:
During a biopsy the system displayed green cable error codes. The doctor performed troubleshooting with 3 different probes and the error codes persisted. The doctor made the decision to complete the biopsy procedure with an alternate biopsy device. The procedure was completed with no pt consequence. The device was returned for service and repair.